Manufacturer narrative:
The opened probe returned for evaluation for the report which was not within the final lot number reported based on radio frequency identification (rfid) tag identification; therefore no sample evaluation was performed. Photos showing paks and product are attached to the parent file and have been reviewed by the investigation site. The product and lot information of one pak matches the reported information. The second pak is unrelated to this record. Product photos show a long metal device appearing to be pointing to a smaller piece of metal. The details of both items cannot be confirmed from the photos. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Since the sample associated with the reported product and lot was not received at the manufacturing site, the root cause for the customer complaint issue cannot be determined. The returned sample was not within the final lot number based on rfid tag identification; therefore, specific actions with regard to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that the tip of the vitrectomy cutter became detached in the eye during vitrectomy surgery. The procedure was completed after the tip was replaced with another one. There was no harm to patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).